Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 during saphenous vein harvesting was cauterizing and cutting intermittently and generator was beeping intermittently. A new device was used to complete case. Troubleshooting of changing power cord and adapter did not improve situation. Minimal delay in procedure time to troubleshoot and open a new kit. There was no patient injury or medical follow up needed. Pre-cautery test was performed. Power setting was at 3 on the power supply.